Manufacturer narrative:
During the onsite investigation, the territory manager (tm) observed the laser energy was at 100% at the lower 45 optic at 3.34 mj. The tm replaced the laser head and successfully completed a system verification to specifications. Root cause analysis is in progress. (B)(4).

Event description:
Customer reported that the hv (voltage) was out of range during a procedure. No patient harm reported. Additional information has been requested.